Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 540 mg/dl. The customer did not mention symptoms of hyperglycemia and he treated with a 10-unit manual injection. There were also scratches on his insulin pump lcd window. Troubleshooting was initiated for the high blood glucose. The customer stated that the drive support cap was protruded, but then confirmed that the drive support cap was not protruded after all. The device was programmed accurately. A high pressure test was also performed and the device passed. No products were returned or replaced.

Manufacturer narrative:
Additional information has been received after the initial report was submitted. The information has been provided with this report.

Event description:
It was reported that the customer contacted his health care provider and they adjusted basal rates. The customer stated they have not been feeling well for the last four weeks, is causing his blood glucose to run higher than normal. The health care provider raised the customer's insulin from 1 unit hourly to 1.1 units hourly.